Event description:
It was reported, the video system center had constant static snowstorm appear on the entire screen when connected to a videoscope. The issue occurred during preparation for use in an unspecified laparoscopic procedure. There were no reports of patient harm. A similar device was used to complete the procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was not returned for evaluation the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.